Manufacturer narrative:
Electrode belt (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (service code 204, damaged cable) has been confirmed upon investigation the trunk cable and the cable connecting the distribution node (dn) to the rear therapy electrodes were pulled from the strain relief. The cause for the reported service code was isolated to the electrode belt distribution node. The strained cables caused the pulse wire heat shrink to come loose from the pulse wire solder joints in the distribution node, resulting in the pulse wires shorting together. The root cause for the strained cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient reported that they were receiving a service code 204 and that an electrode belt cable was damaged.